Manufacturer narrative:
H2) initial reporter received in e. H2) additional information was added to the system checkout. The pendant failure was confirmed, when pressing function buttons it might happen that additional button were being pressed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant fault was confirmed. When pressing the function buttons in the upper section, an additional button sometimes activates. It was recommended that they replace the control console. There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. There was a confirmed pendant fault. When pressing the function buttons in the upper section, an additional button sometimes activates. It wa recommended to replace the control console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.